Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms due to serter not holding infusion set in correctly which was causing bent cannula. Customer's blood glucose was between 122 mg/dl and 400 mg/dl. Troubleshooting was performed for no delivery and serter, but customer declined troubleshooting for high blood glucose.